Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer alleges assembly item #16 hex socket shoulder screw and item #22 nylon lock nut are bad.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.information updated to reflect the correct complaint awareness date and initial reporter.

Event description:
Customer alleges assembly item #16 hex socket shoulder screw and item #22 nylon lock nut are bad